Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR, and adverse event problem have been updated accordingly. The balloon air of 5f mynxgrip vascular closure device (vcd) was deflated. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile 5f mynxgrip vcd was returned for analysis. Per visual analysis, the device had no evidence of exposure to blood. The shuttle cartridge was engaged to the black handle. The sealant was abutting the balloon and the advancer tube was engaged to the tamp lock. However, it is unknown if the sealant location/orientation was due to user manipulation. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water the results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a micro tear in the balloon, approximately 5 mm from the balloon proximal neck. A product history record (phr) review of lot f1917703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the balloon tear could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, handling factors before insertion into the patient may have contributed to the micro tear found as evidenced by the lack of blood exposure. Additionally, the device was received with the sealant abutting against the balloon and the advancer tube engaged to the tamp lock. However, as this was not reported by the customer, it likely occurred due to user manipulation since the device is packaged with a sheath that sits abutting against the sealant assuring the sealant does not migrate from its manufactured position. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1917703 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon air of 5f mynxgrip vascular closure device (vcd) was deflated. There was no reported patient injury. The device is expected to be returned for evaluation.